Event description:
It was reported to tyco healthcare/kendall on june 19, 2006, that a customer had a problem with a foley catheter. The customer reported that the ballon burst within 12 hours after they started to use the catheter.